Event description:
It was reported that during a da vinci-assisted abdominoperineal procedure, one of the jaws, specifically part of the posterior pincer of the jaw, on the harmonic ace instrument broke, came loose, and fell inside the patient. The fragment was successfully retrieved during the same procedure, and the surgery was completed robotically. The patient has not returned to the hospital experiencing any postoperative complications related to the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the harmonic ace instrument to perform failure analysis. Review of the provided image was consistent with a broken instrument jaw. The failure mode cannot be confirmed without the returned device.